Event description:
The customer reported to olympus, during reprocessing, the evis exera iii colonovideoscope tested positive for over 100 colony forming units (cfus) of pseudomonas aeruginosa on (B)(6) 2023. All channels were sampled. The device retested positive for over 100 colony forming units (cfus) of pseudomonas aeruginosa on (B)(6) 2023. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection. The customer provided the cds process. There was no suspected patient infection or deviations in reprocessing. During manual cleaning, the device was rinsed before manual disinfection. The disinfectant used was aniosyme x3 and anioxyde 1000 and all channels were flushed with and immersed into the disinfectant. The rinse water quality was filtered water. The concentration and expiration date of the disinfectant was controlled. The automated endoscope reprocessor (aer) used was soluscope su with no defects with cln detergent and paa disinfectant. All channels were connected with tubes when the endoscope was setting up into the aer. The concentration and expiration date of the disinfectant was controlled. The water quality was filtered water, and the filter was replaced periodically in accordance with the instructions for use. The device was dried by blew compressed air and stored in a simple cabinet. Olympus is the maintenance company. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
Correction to h6 "medical device problem code" of the initial report. Please see h6 for further detail. This report is being supplemented to provide additional information based on results of third-party testing, the device evaluation and the legal manufacturer's final investigation. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: oct 18, 2023. Sampling from: all channels. Cfu: 1cfu/ endoscope (1 cfu/100ml). Bacterial identification: bacillaceae. The device was evaluated where no abnormalities were found that could have led to the positive culture. The following defects were noted: - light guide rod lens (2x) --- cracked - lens glue (3x) --- chipped - bending section rubber glue --- separated - mouthpiece --- defect - up down knob --- broken - key top 1 --- incised, cuts - key top 3 --- incised, cuts - universal cord --- wrinkle - plug unit --- damaged housing - angulation --- less or specified value - channel cleaning brush passage using failed. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Olympus will continue to monitor field performance for this device.